Event description:
A registered nurse reported the vacuum was not working properly and the system made a "ticking" sound during cataract with intraocular lens implant procedure. The procedure was completed with the same system and accessories with no implant to the patient.

Manufacturer narrative:
The company rep examined the system and was not able to replicate the reported event. The company rep noted that the ticking noise in quad mode was due to the mode of operation, which was pulse. The customer stated that they never heard the pulse noise before. The company rep also noted that the customer may need to replace the phaco handpiece. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for the date of (B)(6) 2013 did not reveal any nonconformity related to no vacuum; the event log showed no abnormal activity. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).